Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while closing, when attempting to set and trigger the refill, it was not possible. The gun did not operate properly and was stuck. Another device was used to complete the case and resolve the issue. There was no patient injury.